Event description:
Baxter received a complaint from a user facility involving the automix 3+3/as compounder. According to the facility, the device is generating an incorrect solution alarm during compounding. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). Further review by baxter has concluded that the reported condition of an incorrect solution alarm during compounding is unlikely to cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is 510k exempt class ii.